Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached a range of 360 to 380 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. A new pod was applied after the event and a manual injection of 1.5u insulin was administered.

Manufacturer narrative:
The returned device was evaluated and the investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. No kink or bent were observed on the cannula. (Device available for eval: yes, date returned to mfg: 9/13/2017) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.